Manufacturer narrative:
Event problem and evaluation codes: method code(s): (evaluation method): medical review, device history report review results code(s): (evaluation result): per medical review - os: reportedly, lens tear was noted upon insertion requiring intraoperative lens exchange. No reported incision enlargement or any other tissue damage to the patient during iol removal. Another lens of same model was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2015 there was a possibility that loading error has caused the lens damage since the technician had experienced unusual pressure as she was advancing lens in the injector. The same report stated that there was no patient injury and no issues with cartridge or injector. Device history report review:based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. As reported by the surgery facility, the root cause of the complaint is loading error. (B)(4).

Manufacturer narrative:
Diopter: +17.50. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions (user error caused or contributed to event): based on the complaint history, lens work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4204vl +17.50 diopter, silicone single piece lens. The lens was loaded by the tech, the tech said when loading the lens, it went smoothly, as she went to advance the lens, she felt a little more pressure than normal. The lens may have torn than but it was not noticed until the lens was in the eye and the surgeon looked at it under the microscope. The lens was removed with no injury to the patient. A backup lens, same model and diopter size was implanted. Possible cause of lens tear was due to loading. No issues with cartridge or injector. No lot numbers were provided for the cartridge or injector used.